Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the unit declared an exhalation motor error. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse reseated the motor controller board to address the issue.